Event description:
The manufacturer received info from a third party service ctr alleging a ventilator was not powering on with a/c power. The device was not in pt use.

Manufacturer narrative:
A ventilator was returned to the manufacturer for eval and the customer complaint was confirmed. The device's system board was replaced to address the issue.